Event description:
A female with chronic respiratory failure and ventilator dependency was admitted with seizures from nursing home in '08. At approximately six weeks later, the pt was discovered unresponsive with the ventricular circuit tubing disconnected. She was resuscitated but remained in a persistent vegetative state and expired at about one month later.